Manufacturer narrative:
All operating currents are within specification. No battery out limit alarm noted. Insulin pump passed self test. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. No moisture damage noted on the screen or lcd glass.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and alarming battery out. Customer stated there is moisture behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).